Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7076548. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7076561.

Event description:
It was reported that the clinical study patient, developed an infection. The patient was hospitalized and was administered antibiotics. The patient then underwent an explant procedure of the spinal cord stimulation scs system. Post operatively, the patient was doing well. The physician assessed that the event had a possible relationship to the procedure and to the device.

Manufacturer narrative:
The returned implantable pulse generator ipg and leads were analyzed and passed all tests performed.

Event description:
It was reported that the clinical study patient, developed an infection. The patient was hospitalized and was administered antibiotics. The patient then underwent an explant procedure of the spinal cord stimulation scs system. Post operatively, the patient was doing well. The physician assessed that the event had a possible relationship to the procedure and to the device.

Event description:
It was reported that the clinical study patient, developed an infection. The patient was hospitalized and was administered antibiotics. The patient then underwent an explant procedure of the spinal cord stimulation scs system. Post operatively, the patient was doing well. The physician assessed that the event had a possible relationship to the procedure and to the device. Additional information was received that while hospitalized, the patient was found to have cellulitis. The patient was later seen for a follow up and was hospitalized again due to reoccurring uti, esbl (+) klebsiella and other issues, paraplegia 2/2 cauda equina syndrome/mssa epid abscess /infected stimulator and possible neurogenic bladder. The patient is non ambulatory and states his back pain is significant. He had just finished up 6 weeks of IV antibiotics. The patient had underwent an emergent laminectomy. A spinal CT was performed without contrast which did not reveal changes consistent with infection. The patient was referred to urology and will have a repeat MRI spine to assess for evidence of residual/relapsing infection. Additional information was received that the patient had underwent an emergent laminectomy due to a paraspinal abscess.

Event description:
It was reported that the clinical study patient, developed an infection. The patient was hospitalized and was administered antibiotics. The patient then underwent an explant procedure of the spinal cord stimulation scs system. Post operatively, the patient was doing well. The physician assessed that the event had a possible relationship to the procedure and to the device. Additional information was received that while hospitalized, the patient was found to have cellulitis. The patient was later seen for a follow up and was hospitalized again due to reoccurring uti, esbl (+) klebsiella and other issues, paraplegia 2/2 cauda equina syndrome/mssa epid abscess /infected stimulator and possible neurogenic bladder. The patient is non ambulatory and states his back pain is significant. He had just finished up 6 weeks of IV antibiotics. The patient had underwent an emergent laminectomy. A spinal CT was performed without contrast which did not reveal changes consistent with infection. The patient was referred to urology and will have a repeat MRI spine to assess for evidence of residual/relapsing infection. Additional information was received that the patient had underwent an emergent laminectomy due to a paraspinal abscess. Additional information was received that neurogenic bladder was a cause of recurrent uti. This event resulted in a neurological deficit. The subject was treated with medication. Additional information was received that the symptoms that the patient experienced with cauda equina syndrome was worsening lower left leg weakness. The patient experienced paraspinal abscess. An MRI of the lumbar spine was performed which showed right paraspinal abscess posterior and possibly contiguous with the right l2-3 facet joint. A right dorsal lateral epidural abscess at l2-l3. Apparent left sided cauda equina. The paraspinal abscess was drained, blood cultures were positive for mssa, a tee was done which was negative for vegetation. The patient was administered IV nafcillin. The patients condition was complicated by acute deterioration of kidney function suspected to be due to infectious glomerulonephritis. The patients IV antibiotic regimen was changed from nafcillin to ertapenem. An ultrasound guided kidney biopsy was done which diagnosed glomerulonephritis. A spinal CT was performed and showed no signs of acute pathology. The patient had an MRI which showed no evidence of infection. The patient was seen for a follow up visit and is able to stand with a walker and take up to 75 steps and is able to transfer and scoot.

Event description:
It was reported that the clinical study patient, developed an infection. The patient was hospitalized and was administered antibiotics. The patient then underwent an explant procedure of the spinal cord stimulation scs system. Post operatively, the patient was doing well. The physician assessed that the event had a possible relationship to the procedure and to the device. Additional information was received that while hospitalized, the patient was found to have cellulitis. The patient was later seen for a follow up and was hospitalized again due to reoccurring uti, esbl (+) klebsiella and other issues, paraplegia 2/2 cauda equina syndrome/mssa epid abscess /infected stimulator and possible neurogenic bladder. The patient is non ambulatory and states his back pain is significant. He had just finished up 6 weeks of IV antibiotics. The patient had underwent an emergent laminectomy. A spinal CT was performed without contrast which did not reveal changes consistent with infection. The patient was referred to urology and will have a repeat MRI spine to assess for evidence of residual/relapsing infection. Additional information was received that the patient had underwent an emergent laminectomy due to a paraspinal abscess. Additional information was received that neurogenic bladder was a cause of recurrent uti. This event resulted in a neurological deficit. The subject was treated with medication.

Event description:
It was reported that the clinical study patient, developed an infection. The patient was hospitalized and was administered antibiotics. The patient then underwent an explant procedure of the spinal cord stimulation scs system. Post operatively, the patient was doing well. The physician assessed that the event had a possible relationship to the procedure and to the device. Additional information was received that while hospitalized, the patient was found to have cellulitis. The patient was later seen for a follow up and was hospitalized again due to reoccurring uti, esbl (+) klebsiella and other issues, paraplegia 2/2 cauda equina syndrome/mssa epid abscess /infected stimulator and possible neurogenic bladder. The patient is non ambulatory and states his back pain is significant. He had just finished up 6 weeks of IV antibiotics. The patient had underwent an emergent laminectomy. A spinal CT was performed without contrast which did not reveal changes consistent with infection. The patient was referred to urology and will have a repeat MRI spine to assess for evidence of residual/relapsing infection.